Event description:
A surgeon reported during intraocular lens (iol) implant surgery too much pressure was needed to release the lens resulting in a capsular bag tear with a slight vitreous leak. He stated the lens was removed and replaced with another type of lens. The surgeon reported the use of an unapproved viscoelastic. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. However, it may be related to a failure to follow the dfu an unapproved viscoelastic was reported. The viscoelastic of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. There have been no other complaints reported in the lot number. Add'l info was requested (B)(6) 2011 and (B)(6) 2011 by fax, phone and mail. A completed questionaire has not been received. (B)(4).